Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve positioning/inaccurate delivery, such as patient anatomy or physician experience, and the cause of the low placement could not be determined with the limited information available. Paravalvular leak (pvl) can be caused by valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to suboptimal position as the valve was implanted low. However, with the limited information and no images/cines to review, medtronic is unable to conclusively determine the cause for this report. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Associated product: evolutpro-29-us sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, after the valve was released it was noted that the depth was low. Moderate paravalvular leak (pvl) was reported and a balloon aortic valvuloplasty (bav) was performed with no change in pvl. Subsequently, a second 29 mm transcatheter bioprosthetic valve was deployed and dislodged both valves up. A third 29 mm transcatheter bioprosthetic valve was implanted successfully and reduced the pvl to trace. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.